Manufacturer narrative:
Investigation date: 04/06/2016. An investigation of kangaroo epump was performed for the reported condition of, ¿the customer reports that during performance testing the pump did not alarm for occlusion.¿ the unit was triaged and the reported condition could not be confirmed. This complaint shall be considered false. Potential causes of the reported condition could include using an old or over-stretched tubing set or not sufficiently clamping the tubing set during testing. Kangaroo epump was manufactured in 2013. A device history record review of the unit indicates the device was released meeting all manufacturing specifications.

Event description:
It was reported to covidien on (B)(6) 2014 that the customer experienced an issue with an enteral feeding pump. The customer reports that during performance testing the pump did not alarm for occlusion.